Event description:
New medtronic 28mm eea rectal stapler issue today. After firing, the anvil got stuck in the patient and did not come out with the long stapler handle as designed. Surgeon had to get a colonoscope and fish the anvil out with a colonoscopy catch device. 2 medtronic reps in room (a and a) in room could not fully explain why this would have happened.